Event description:
It was reported that during a procedure the doctor noticed redness at the patients ankle that he thought was a burn from the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection showed signs of watermarks on the chassis base and lid. The main board was inspected and noticed the corrosion and rust on the battery. The battery voltage was measured and it was at 0.6 volts. Possible root cause/s could be (1) the corrosion and rust on the mainboard battery due to improper cleaning (2) non-conforming probe unit and/or (3) user misuse. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure the doctor noticed redness at the patients ankle that he thought was a burn from the device.